Event description:
It was reported the device was presented with an speaker malfunction error message. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
A remote support engineer (rse) reached out to the customer. He confirmed that the device speaker was defective and needed replacement. A good faith effort conducted could not confirm if there was still sound present with the device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by providing the customer a replacement speaker assembly for customer own repair. Results of service history review confirm the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).